Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; d10; g3; g4; h2 d10: us157848 ¿ m2a magnum cup ¿ 597370. X180310 ¿ bimetric stem ¿ 607160. 157442 ¿ m2a magnum head ¿ 448560. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records noting right total hip arthroplasty metallosis and elevated metal ion levels. Right hip paint that limited function. Negative infection work-up. The metal head was coldwelded to the stem and was unable to be disimpacted. A capsulotomy was made exposing black synovial fluid. Synovial tissue sent to pathology, no report. Several attempts were made to disimpact the femoral head without success. It appears the femoral head was cold-welded onto the stem. A carbide burr was used to create an episiotomy around the metal head to disengage it from the stem without success. It was decided the patient would need an extended trochanteric osteotomy with revision stem options. Current on-the-shelf revision options were not suitable for the patient so the procedure was aborted. Failed rtha due to metal-on-metal with pain and trochanteric fracture with non-union. The surgeon tried to retrograde impact the femoral head off, but as dr. (B)(6) found, it was cold-welded and could not be removed. An extended trochanteric osteotomy was created. Of note, we did see that the trochanter was a fibrous union at this point, it was not healed. Cable and buckle was removed. The stem was removed atraumatically. The femur was reduced to its original position and three cables were replaced. Acetabular component appeared well positioned and well fixed. There was no evidence of loosening. No apparent intra-operative complications. DHR was unable to be reviewed as the lot number for the devices is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03416, 0001825034-2020-03415, 0001825034 - 2020 - 03417. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to metallosis, elevated metal ion levels, pain and limited mobility. During the surgery, the head was unable to be removed from the stem and the surgery was aborted. The patient returned to the operating room approximately 5 months later where an extended trochanteric osteotomy was performed in order to remove the devices. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned visual inspection of the returned taper found to be heavily dinged and deformed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.